Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution leaked from the end of the "cap" of an extension set during priming. There was no patient involvement. No additional information is available.